Event description:
The accounts maintenance stated that the nurse call function is not working on this bed. He has replaced the universal tv board, but the problem remains.

Manufacturer narrative:
Maintenance stated when he presses the nurse call switch at the siderail; he hears a click on the universal tv circuit board. He replaced the universal tv circuit board a second time and now has the nurse call function working, but doesn't have a bed exit priority being sent when the patient positioning monitor (ppm) alarms at the bed. He replaced the scale ppm circuit board to repair the bed.